Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report on band deployment difficulty. The trigger cord, attached to the barrel with five (5) bands, and the two-way handle were included in the return. One (1) black band had deployed and was not included in the return. The loading catheter and the irrigation adapter were also not included in the return. During our laboratory analysis, a loading catheter from our shelf stock was used and the multi-band ligator (mbl) device was attached to an endoscope placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus gif q20 endoscope). The mbl barrel was attached onto the end of the endoscope. The simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired. Difficulty was experienced while deploying the first black band; however, it eventually deployed and constricted as intended. The other four (4) bands deployed and constricted as intended. A visual examination of the device was performed. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location and it was observed that the first set of beads were not aligned correctly. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within tolerance. The trigger cord was intact and not broken. A laboratory meeting was conducted with members of production to investigate bead misalignment. An examination of the first set of beads on the trigger cord confirmed that the beads were not aligned according to specification. It was confirmed that this could have contributed to difficulty in band deployment. The lot number was researched to check if any product was in our possession. All product from this lot had been shipped out to the customer. Additionally, the sub assembly lot number involved was used to determine if there were any finished goods lots that were in our possession. All product from this sub assembly lot had been shipped out to the customer. The subassembly device history record for the mbl string subassembly was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the user indicated band deployment difficulty. During our laboratory investigation, difficulty with band deployment was confirmed. It was also discovered during our investigation that one (1) set of beads on the trigger cord were not aligned according to specification. This could have contributed to band deployment difficulty. This is the root cause for the reported observation. The manufacturing instruction ensures that the beads are aligned correctly using a bead inspection plate. If the bead locations are incorrect, this will be considered nonconforming. The appropriate personnel were notified of the identified nonconformance. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator. The device was advanced through the endoscope for ligation of an esophageal varix. The target varix, in the esophagus, was aspirated into the barrel. Then, the physician deployed the first band, though he felt something wrong when rotating the handle. When he rotated the handle to deploy the second band, strong resistance was felt and the second band would not be released [unable to deploy]. Therefore, another mbl-u-6 (lot# w4036903, the same as the complaint device) was used instead, and the procedure was completed successfully. There have been no adverse effects to the patient reported. Other than the deployed band, a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.